Manufacturer narrative:
Device evaluation summary: monitor (B)(4) and belt (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 08/07/2015; belt: 03/27/2012.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of six lifevest shocks and two non-lifevest shock. The patient indicated he was conscious for the first shock and unconscious for the remainder of the event. The patient first entered vt at 220bpm. The response buttons were pressed for approximately one minute. The response buttons were no longer pressed for approximately 45 seconds prior to the first shock. The first shock was delivered in response to vt at 200bpm. The patient's arrhythmia auto-terminated two seconds prior to the treatment shock. The rhythm following the shock was asystole. Response buttons were again used for approximately one minute following the shock, after which, a non-treatable rhythm was declared. The patient again entered vt at 200bpm. A non-lifevest treatment was delivered at this time. There was a four second conversion with recurrent vt at 200bpm. The lifevest then delivered five treatment shocks, the maximum in a single treatment sequence. The treatment shocks were unable to convert the arrhythmia. The second non-lifevest shock was then delivered during vf. The patient's rhythm remained in vf until a non-treatable rhythm was declared approximately 30 seconds later. CPR and bradycardia were then observed on the patient's ECG. No further information is available. The patient survived the event.